Event description:
The customer called and reported the insulin pump was exposed to moisture when customer got into the swimming pool with it on. Customer's blood glucose was not known. The insulin pump display immediately went blank after exposure to moisture and changing the battery did not rectify the issue. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Unable to perform the displacement test due to blank display anomaly. The insulin pump has minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip and broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.